Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that the unspecified bd¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: email received¿2023-05-01 13:30:15. Sent: (B)(6) 2023 6:21 am. I am contacting you to inquire about some kind of lubricant I'm seeing in your bd veo syringes. I am assuming this is some kind of silicon based oil used in the cylinder/plunger. I can take a cap off a new syringe, depress the plunger and a man entire droplet of this stuff will come out. We have been noticing this stuff build up inside our son's insulin vials for quite some time now. We first thought that the insulin itself was breaking down somehow, but then I noticed this stuff in the syringes and have visually assessed it releasing into the vial when depressing the plunger and drawing insulin. Im wondering if this stuff causes any degradation to the insulin or had any potential health risks. Im concerned it being emulsified in the insulin could have some degrading effect on the proteins, this decreasing effectiveness.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: email received¿2023-05-01 13:30:15 sent: 4/30/2023 6:21 am I am contacting you to inquire about some kind of lubricant I'm seeing in your bd veo syringes. I am assuming this is some kind of silicon based oil used in the cylinder/plunger. I can take a cap off a new syringe, depress the plunger and a man entire droplet of this stuff will come out. We have been noticing this stuff build up inside our son's insulin vials for quite some time now. We first thought that the insulin itself was breaking down somehow, but then I noticed this stuff in the syringes and have visually assessed it releasing into the vial when depressing the plunger and drawing insulin. Im wondering if this stuff causes any degradation to the insulin or had any potential health risks. Im concerned it being emulsified in the insulin could have some degrading effect on the proteins, this decreasing effectiveness.